Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited high out of range ra pacing impedance measurements. Additionally, inappropriate atrial tachy response (atr) episodes were noted. An x-ray revealed the terminal pin was not fully inserted into the device header. An invasive procedure was performed. The lead was successfully reinserted into the device header. No additional adverse patient effects were reported.